Manufacturer narrative:
.

Event description:
Clinical study. It was reported that during a carotid artery stenting procedure, the tip of the nexstent delivery catheter fractured upon withdrawing delivery catheter with virtually no resistance, and migrated inside the carotid artery. The physician first placed the 6f shuttle sheath in the common carotid, then tried to cross the internal carotid with the 190 filterwire, once all was in place, opened the filterwire. The target lesion in the proximal right internal carotid was predilated with a 4x20 sterling monorail balloon and a 4-9x30mm nexstent was deployed. When pulling the delivery system out of the sheath and then out of the body, the physician noticed that the nosecone tapered tip was not on the wire and found it between the stent and the filterwire in the very tortuous internal carotid. It migrated around the bend. The retrieval of the tip was extremely complex due to the tortuousity of the stented segment. Several attempts were made to snare the tip, and finally the tip was pulled out successfully. Another picture was taken and showed there was still flow up the internal carotid. The patient is in stable condition. The site coordinator stated, that there were no adverse events noted, however, the patient did become very agitated during the procedure which led to the patient requiring anesthesia. The agitation was due to the procedure lasting longer due to the device malfunction.